Manufacturer narrative:
(B)(4). At this time, vyaire has not received the suspect device/component for evaluation.

Event description:
The customer reported that this vela ventilator was alarming "motor fault". The customer reported that there was no patient involvement.

Manufacturer narrative:
The vyaire failure analysis lab did not received the suspect vela power supply so no investigation was performed. The fsr tried to replace the main board but it did not resolve the reported issue. The fsr ordered a power supply and upon receipt he installed the new power supply and that resolved the reported issue. The fsr replaced the old main board as it was not related to the malfunction. The power supply was the isolated component related to the customer's reported issue.